Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. Additionally, multiple bg meters were used throughout the same sensor session. Labeling indicates that you should use the same meter to ensure accuracy as this varies between meter brands and may cause the sensor to be less accurate.